Manufacturer narrative:
Additional information was received that the abdominal pain was resolved and the physician stated it was procedural. It was not device related. It was also reported that the physician believed that the abdominal pain was normal postoperative pain.

Event description:
A report was received that the patient was experiencing extreme abdominal pain after a lead was implanted. The physician believed that the pain was related to the scarring in the epidural space during the lead placement. The patient was prescribed dilaudid and was doing well.

Event description:
A report was received that the patient was experiencing extreme abdominal pain after a lead was implanted. The physician believed that the pain was related to the scarring in the epidural space during the lead placement. The patient was prescribed dilaudid and was doing well.